Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with known short to shield had severe damage to system controller and driveline which the shielding on the external portions was gone. Liquid crystal display (lcd) screen had damage inside causing the screen to appear more dim and may stop showing parameters. Log files displayed a few slight elevations in power and flow on (B)(6) 2024 associated with pulsatility index (pi) events during the ~16-day length of the file. It appears the pump was functioning as designed. Patient's history of driveline damage and short to shield were reported under MFR# 2916596-2020-03747, 2916596-2021-02051 and 2916596-2023-05369.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damage to the system controller lcd screen was confirmed. The reported event of damage to the external portion of the system controller power cable was not confirmed. The submitted photo showed a green discoloration consistent with fluid ingress inside the lcd screen. The discoloration did not prevent information from being displayed or read from the display. The submitted photo only captured a small portion of the controller power cables and no damage was observed. The submitted log file contained data spanning approximately 17 days (04aug2024 ¿ 20aug2024 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the controller was exchanged and if the controller will be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.